Event description:
Customer reported the c-arm is drifting on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the c-arm screws. System operates as intended.